Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump got caught in the car door and the touch screen became shattered. Additionally, the pump touch screen became black and customer was unable to interact or read the pump touch screen due to the damage. Customer's blood glucose was 205 mg/dl. Reportedly, customer reverted to a backup pump for insulin delivery.